Event description:
It was reported that the patient wanted to get in touch with the implanting physician because "it's got to come out." It was noted that the patient stated his implantable neurostimulator (ins) "doesn't work anymore." It was noted that the patient had not recharged his ins in "over 2 years." It was noted that it was giving the patient "so much pain that it's got to come out of there." It was reported that "at least 2 years ago, it stopped working." The patient reportedly stated that "it wasn't doing what it was supposed to do." It was noted that the last time the therapy did what it was supposed to was during the trial. It was reported that the patient "used to see a fellow" regarding adjustments to see if that helped. It was stated that the patient's pain where the ins was started "2 years ago" but he didn't want to go to the hospital so he "just put up with it." If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).